Manufacturer narrative:
A picture was returned showing blood leaking from the base of the blood filter. Received one used list #14220-01 primary plum y-type blood set for complaint investigation. As received, uv light inspection showed inconsistent solvent application was observed at the base of the blood filter drip chamber. No additional damages or anomalies were observed. The set was air pressure leak tested per specification. No leakage was observed. In attempts to replicate clinical use, the set was primed per packaging directions. During priming, a leak was observed from the base of the blood filter drip chamber when it was squeezed. The complaint of leakage from the drip chamber can be confirmed. The probable cause is due to inconsistent solvent application during the manufacturing assembly process. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regards to a primary plum y-type blood set, 200 micron filter, clave secondary port, clave y-site, non-vented, secure lock, 110 inch experienced leakage. The reporter stated, ¿leaks from drip chamber." The event occurred during infusion. It was also mentioned that there was concomitant drug, no concomitant device, no bleed-back, no chemo, no bio-hazard and unknown user facility med-watch. Tquantity affected is 1 and it is available for return for evaluation. Sample photo was provided showing the leaks from the drip chamber. There was patient involvement, no adverse event/patient harm and no delay in critical therapy.